Event description:
It was reported when the device was used in a laparoscopic hernia repair, the staples did not close completely. Another device was used to complete the case. There was no consequence to the patient.